Event description:
"Pt called for medical info and additionally reported adverse events. During cypher stent implantation to unk coronary vessel in 2006, pt states that she experienced "my artery was cut during catheterization, and I was hemorrhaging so badly, I was almost gone". As treatment, pt underwent repeat catheterization with implantation of cypher stent x 1 to bridge the "cut artery" on the next day. Physician is aware of these events which resolved. Caller stated that during treatment for previous events, "they cut the artery in my neck when they put a line in it for fluid". Physician is aware of this event which resolved in 2006 and treatment is unk. No further info available."

Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days of receipt.